Event description:
A consumer implanted for failed back surgery syndrome and spinal pain reported they felt a little shock at the implantable neurostimulator (ins) site on (B)(6) 2016. Following this the ins was discharged and there had been no stimulation since that day. An attempt was made to communicate using the patient programmer (pp) but the poor communication screen was seen, and there was no communication when using the pp or recharger. It was unknown when device was last charged.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.